Event description:
A low readings issue with an adc device, which resulted in a patient developing diabetic ketoacidosis, was published as a case report in the journal of diabetes investigation. A type 1 diabetic who refused to perform self-monitoring of glucose via capillary test was placed on the freestyle system 4 years ago. Per the report, with the patient¿s most recent sensor, which was placed 6 days prior to hospitalization, sensor readings were lower than usual. As the patient did not perform capillary checks, they reduced their aspart insulin dosage to 6 iu at meal-times and discontinued use of glargine insulin, in accordance to the low sensor readings. Two days prior to hospitalization, the patient had additionally ceased use of aspart insulin as they had not seen an increase in glucose readings. The patient subsequently developed symptoms of fatigue and loss of appetite. Upon hospital visit, the laboratory blood glucose result of 592 mg/dl was obtained with high metabolic acidosis, ketonuria, and elevated serum levels of ¿-hydroxybutyrate. The patient was admitted to hospital with a diagnosis of diabetic ketoacidosis, and placed on IV fluid replacement and insulin infusion. Sensor glucose readings on day of admission showed to be around the range of 70 mg/dl or lower, and it was reported that after admission, a sensor reading of 40 mg/dl was noted as compared to a capillary meter result of 417 mg/dl. The hospital did not note apparent corruption of the applied sensor, such as bent sensor filament. The patient was discharged after 5 days, placed again on an insulin regimen, and educated on the adc system and importance of capillary monitoring. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: d4 - unique identifier (UDI) #: (B)(4). Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating early termination). Inspected the plug assembly, no issues were observed. Sensor was unable to be activated after reprogramming. The sensor was de-cased and battery was replaced. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with an adc device, which resulted in a patient developing diabetic ketoacidosis, was published as a case report in the journal of diabetes investigation. A type 1 diabetic who refused to perform self-monitoring of glucose via capillary test was placed on the freestyle system 4 years ago. Per the report, with the patient¿s most recent sensor, which was placed 6 days prior to hospitalization, sensor readings were lower than usual. As the patient did not perform capillary checks, they reduced their aspart insulin dosage to 6 iu at meal-times and discontinued use of glargine insulin, in accordance to the low sensor readings. Two days prior to hospitalization, the patient had additionally ceased use of aspart insulin as they had not seen an increase in glucose readings. The patient subsequently developed symptoms of fatigue and loss of appetite. Upon hospital visit, the laboratory blood glucose result of 592 mg/dl was obtained with high metabolic acidosis, ketonuria, and elevated serum levels of ¿-hydroxybutyrate. The patient was admitted to hospital with a diagnosis of diabetic ketoacidosis, and placed on IV fluid replacement and insulin infusion. Sensor glucose readings on day of admission showed to be around the range of 70 mg/dl or lower, and it was reported that after admission, a sensor reading of 40 mg/dl was noted as compared to a capillary meter result of 417 mg/dl. The hospital did not note apparent corruption of the applied sensor, such as bent sensor filament. The patient was discharged after 5 days, placed again on an insulin regimen, and educated on the adc system and importance of capillary monitoring. There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue with an adc device, which resulted in a patient developing diabetic ketoacidosis, was published as a case report in the journal of diabetes investigation. A type 1 diabetic who refused to perform self-monitoring of glucose via capillary test was placed on the freestyle system 4 years ago. Per the report, with the patient¿s most recent sensor, which was placed 6 days prior to hospitalization, sensor readings were lower than usual. As the patient did not perform capillary checks, they reduced their aspart insulin dosage to 6 iu at meal-times and discontinued use of glargine insulin, in accordance to the low sensor readings. Two days prior to hospitalization, the patient had additionally ceased use of aspart insulin as they had not seen an increase in glucose readings. The patient subsequently developed symptoms of fatigue and loss of appetite. Upon hospital visit, the laboratory blood glucose result of 592 mg/dl was obtained with high metabolic acidosis, ketonuria, and elevated serum levels of ¿-hydroxybutyrate. The patient was admitted to hospital with a diagnosis of diabetic ketoacidosis, and placed on IV fluid replacement and insulin infusion. Sensor glucose readings on day of admission showed to be around the range of 70 mg/dl or lower, and it was reported that after admission, a sensor reading of 40 mg/dl was noted as compared to a capillary meter result of 417 mg/dl. The hospital did not note apparent corruption of the applied sensor, such as bent sensor filament. The patient was discharged after 5 days, placed again on an insulin regimen, and educated on the adc system and importance of capillary monitoring. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. This serves as a correction report. Section(s) updated as follows: the case awareness date was modified from 7 aug 2023 to 4 aug 2023, the sensor serial number d4 was modified, and the narrative b5 was modified.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a lower sensor scan result of 40mg/dl compared to a reading of 417mg/dl obtained on a competitor brand meter. The customer experienced diabetic ketoacidosis (dka). As a result, the patient received hcp treatment of insulin drip for the diagnosis of dka. There was no report of death or permanent impairment associated with this event.